Manufacturer narrative:
(B)(4). The reported condition of battery damage was confirmed during product evaluation. A root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is related to previous service on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a damaged battery alarm, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.